Manufacturer narrative:
The incident occurred during an abdominal procedure. It was reported that an arc was seen coming from the pencil. The pt sustained a small burn through the epidermis of the abdomen. The burn was treated with a topical cream. The pt was recovered without incident. The contact at the account was not sure if the tip was seated correctly on the pencil. The sample was returned and tested. Both the cautery tip and cautery pencil had char marks on them. Char marks were found on the base of the insulation of the tip as well the adjacent metal section. Both of these areas would not be exposed during use if the tip had been correctly seated on the pencil. The sample was tested and performed as intended when the tip was fully seated on the pencil. We then pulled the tip out slightly and allowed some of the metal to be exposed. When tested in this manner, a spark was noted on both ends. The root cause has been determined to be the result of user error. No corrective action is indicated at this time. However, due to the reported burn, this medwatch is being filed.

Event description:
A pt was burned by the cautery tip during a surgical procedure.